Event description:
The reporter stated that during a surgical procedure to implant a right proximal interphalangeal joint, during insertion of the proximal component, the implant head burst into several parts. The implant shaft was stuck in the proximal phalanx. The proximal phalanx was opened with a drill proximal to the implant, and new implant components were inserted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.